Event description:
It was reported that a shaft break occured. A synergy xd mr ous 3.50 x 24mm was selected for treatment of the target lesion which was located in the right coronary artery (rca). During the procedure, the balloon partially inflated during the deflation phase and blood flowed back into the indeflator. Thinking that this indicated that the hypotube was broken, the device was withdrawn. It was then discovered that the shaft had broken. Attempts to retrieve the broken piece were unsuccessful. The stent and balloon were crashed against the wall of the rca to allow the patient to be transferred to cardiac surgery in order to remove the fractured piece of the device. Following the procedure, the patient was stable.

Event description:
It was reported that a shaft break occured. A synergy xd mr ous 3.50 x 24mm was selected for treatment of the target lesion which was located in the right coronary artery (rca). During the procedure, the balloon partially inflated during the deflation phase and blood flowed back into the indeflator. Thinking that this indicated that the hypotube was broken, the device was withdrawn. It was then discovered that the shaft had broken. Attempts to retrieve the broken piece were unsuccessful. The stent and balloon were crashed against the wall of the rca to allow the patient to be transferred to cardiac surgery in order to remove the fractured piece of the device. Following the procedure, the patient was stable.